Event description:
It was reported that the patient's implantable neurostimulator (ins) required more recharging than expected. The patient indicated that while changing their ins through a t-shirt, that it was taking them 6 hours to fully charge their ins from the 25% charged level. The patient also experienced a burning sensation internally at the ins pocket during recharging that started about 30 minutes after charging and intensified to the point where charging was discontinued. The patient had not seen the temperature warning screen on the recharger. The patient had not noticed warmth or burning when stimulation was on. Communication and coupling issues were also reported.